Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head [...] Slipping when I turn it on in my mouth / round head at the top isn't tight - oral-b- oral-b [device breakage] case narrative: female consumer via phone reported that the oral-b toothbrush head was slipping in her mouth when she turned on the oral-b toothbrush handle, type 3708 and the oral-b toothbrush round head at the top was not tight. No injury was reported. (B)(6) 2024 follow up via image: the concomitant product was oral-b power oral care refills precision clean antibac eb20ch brush set. No injury was reported.